Event description:
The reporter stated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures and the backup lens was implanted. The reporter stated the lens was discarded.

Manufacturer narrative:
(B)(4): evaluation: method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens was discarded.